Event description:
It was reported that the system gave a ups battery low error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined that the power supply needs to be replaced. The system will be verified to functioning as intended following the replacement of this component.